Manufacturer narrative:
Investigation results: the complaint of a leak at the septum was confirmed and the cause appeared to be manufacturing related. One 18g nexiva unit was provided for investigation. The canister was deformed, which suggests that the septum was misaligned at the time of assembly within the catheter adapter. The damage likely created a leak path. The damage appeared to be manufacturing related and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva single port leaked from the septum. The following information was provided by the initial reporter: incident date - (B)(6) 2025 - email received: 'an IV tech just started an 18g piv successfully and blood poured out from where the needle retracts from the catheter and pt had to have another IV started.